Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified and severely tortuous mid right coronary artery. A 2.00mm x 15mm fg emerge mr balloon catheter was selected to treat the target lesion. The balloon was first inflated at 6 atmospheres. During the second inflation, it ruptured at 8 atmospheres. The procedure was completed with a different device. No patient complications were reported and the patient's status was listed as good.

Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified and severely tortuous mid right coronary artery. A 2.00mm x 15mm fg emerge mr balloon catheter was selected to treat the target lesion. The balloon was first inflated at 6 atmospheres. During the second inflation, it ruptured at 8 atmospheres. The procedure was completed with a different device. No patient complications were reported and the patient's status was listed as good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the emerge catheter was received with no original packaging. There was blood in the balloon. The inner shaft was kinked 1mm from the proximal edge of the distal markerband. When positive pressure was applied with an inflation device filled with water, water emitted from the tip. There was a hole in the inner shaft in the location of the kink. The hole may be consistent with perforation of the shaft wall with the end of a guidewire during clinical use or preparation for clinical use. The analysis results are consistent with the reported balloon burst; though there was no damage to the balloon, functional testing confirmed a hole in the inner shaft prevented balloon inflation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).